Event description:
It was reported that the patient was having symptoms of lightheadedness and dizziness. The patient was reported to have had a near syncopal episode. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).